Event description:
A review of service data detected a reportable event. During servicing, battery charger/modem sn (B)(4) was resetting. The last patient to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon investigation the battery charger/modem was resetting. The cause for the resets was a defective u13 component. U13 is an 8-bit cmos flash microcontroller. The root cause for the defective u13 component could not be positively identified. No adverse event resulted from the defective u13 microcontroller. The last patient to use this battery charger/modem did not report any deficiencies.